Manufacturer narrative:
Correction to h6 - adverse event problem: medical device problem code: initial: (B)(6) / corrected to: (B)(6).

Manufacturer narrative:
The complaint investigation for an observed false positive architect anti-hbs result included a search for similar complaints, and the review of the complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Trending review determined no related trend for the issue for the product. Historical performance in the field of reagent lot using worldwide data was evaluated. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Device history record review of lot 24116fn01 did not show any non-conformances or deviations. Labeling and literature, ¿interferences in immunoassay¿, tate and ward (2004), clin biochem rev, vol 25, 105, were reviewed which adequately addresses the issue under review. If the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay, lot number 24116fn01 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect anti-hbs results for a patient when comparing to other method platforms. The following data was provided: architect anti-hbs result = 337.08 miu/ml, repeat result = 354.01 miu/ml colloidal gold method = negative, elisa method = negative. The patient¿s previous elisa test generated a negative result. The customer also diluted the patient sample and generated results of 212.98 miu/ml (1:5 dilution), and 145.12 miu/ml (1:10 dilution). There was no impact to patient management reported.